Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the local staff was disassembling the c1 and investigating what parts should be replaced and repaired. However, when he turned on the power, many technical events and tfs appeared on the screen and alarms went off. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the local staff was disassembling the c1 and investigating what parts should be replaced and repaired. However, when he turned on the power, many technical events and tfs appeared on the screen and alarms went off. No patient involvement.